Event description:
This lead was capped and replaced due to a fracture caused by subclavian crush. There were no adverse events reported for the pt. Should additional information be received, this file will be updated.